Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed two and a half years remaining longevity but the magnet rate was at 90 pulses per minute (ppm). Boston scientific technical services (ts) discussed that the magnet rate indicated that the device showed one year remaining or less. Thus, suggested to increase follow up. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.